Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter showed high temperature. During an ablation procedure for atrial tachycardia (at), after about ten to twenty minutes of ablation, it became impossible to continue due to high temperatures on the intellanav mifi open-irrigated ablation catheter. The maestro 4000 generator showed the catheter at 55 degrees celsius inside the patient and 24 degrees celsius outside the patient. There was no charring present when checking the catheter. The umbilical cable was replaced and the generator was restarted, but the issue was not resolved. Replacing the catheter solved the issue, and the procedure was successfully completed with no serious injuries or adverse patient effects.